Event description:
It was reported that the spike of a 250ml intravia container came off of the bag. This was identified before patient use. The bag was stored in the pharmacy at room temperature. The bag was compounded by injecting 0.45% normal saline 225ml using a syringe attached to an unspecified pressure monitoring accessory that was attached to the injection port of the bag. Heparin 10,000 units in 10 ml, 25ml was then drawn up into the syringe and the volume was pushed into the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: the event date was reported as (B)(6) 2022, which is a future date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5 (add clarification): update "spike" to "spike (administration port)". H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed using the naked eye which found damage to the bag (the port detached from the bag). Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.